Event description:
It was reported that the user experienced persistent hyperglycemia after starting ilet and announcing a usual lunch meal, with continuous glucose readings in the 300s mg/dl despite multiple infusion set and tubing changes and no visible leaks, while struggling to find viable infusion sites due to low body fat and scar tissue. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included prolonged time above range for approximately eight hours, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting, education, and review of infusion supply usage and lot information, along with calibration against a glucometer and evaluation of insulin remaining in the cartridge. Investigation of this case revealed evidence that insulin delivery was attempted by the device but not reaching the body, with user-reported challenges related to infusion through scar tissue; a change to an alternative infusion set type was recommended, and replacement infusion sets were provided. It was concluded that the event was consistent with hyperglycemia with an unclear cause, potentially related to infusion site issues rather than device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.